Manufacturer narrative:
Method, results and conclusions: the device was not returned to 3m espe, therefore, no evaluation could be conducted.

Event description:
A patient contacted 3m espe to report that she believed an implant had been displaced into her sinus cavity and that her dental professional was recommending an MRI to identify the location of the implant. The dentist was contacted for additional information on this case, but despite multiple attempts for additional information, none was made available to 3m espe.